Manufacturer narrative:
An event regarding crack/fracture involving a scorpio insert was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis was performed and concluded that "the post was fractured from the insert body in fatigue with the fracture propagating in the posterior direction. Abrasion damage was observed on the anterior portion of the post, consistent with cyclic contact with a hard object. Burnishing, scratching, and third body indentations were observed on the articulating surface, consistent with commonly-identified damage modes in uhmwpe inserts. No material or manufacturing defects were observed on the device features examined." -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: on the basis of mar and visual inspection, the investigation concludes that the post had broken off the tibial insert. A material analysis was performed and concluded that the post was fractured from the insert body in fatigue with the fracture propagating in the posterior direction. Abrasion damage was observed on the anterior portion of the post, consistent with cyclic contact with a hard object. Nothing more can be determined at this point of time. If additional information becomes available, this investigation will be reopened.

Event description:
Right knee surgery in patients within 16 months, reported pain. 16 months ago hospital patients received double knee replacement, left knee recovered well, about 8 months ago in the right knee patient felt progressive pain, there was a limited knee flexion, walking complications. Diagnosis to change right knee with surgical treatment. Intraoperative fracture found in the knee joint gasket column, they removed the gasket. Surgeon noticed tibia and tibial prosthesis loosening. Replacement required implant with 15 mm gaskets,a reset, a check of the flexion activities, and joint stability to complete the operation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right knee surgery in patients within 16 months, reported pain. Sixteen (16) months ago hospital patients received double knee replacement, left knee recovered well, about 8 months ago in the right knee patient felt progressive pain, there was a limited knee flexion, walking complications. Diagnosis to change right knee with surgical treatment. Intraoperative fracture found in the knee joint gasket column, they removed the gasket. Surgeon noticed tibia and tibial prosthesis loosening. Replacement required implant with 15 mm gaskets,a reset, a check of the flexion activities, and joint stability to complete the operation.